Manufacturer narrative:
After battery installation, the device powered up with a blank display due to heavy corrosion and rust just about everywhere inside the device. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack in the battery threads that runs horizontally from the belt clip rails across the side of the device to the front.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and moisture damage. The customer's blood glucose value was unknown. The customer was swimming when this happened. Customer stated display was blank currently. Customer stated insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The device will be returned for analysis.